Event description:
Information was received regarding a cadd solis hpca pump. It was reported that there was an over delivery of morphine. After an event log history log extraction, the customer confirmed that the issue was not related to a pump defect but was due to a user error. It is unknown if there was no patient, or clinician injury associated with this event.